Event description:
Additional information was received that the patient's infection resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Manufacturer narrative:
Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2019-03048, 3006705815-2019-03049, 3006705815-2019-03050, 1627487-2019-09112. It was reported that the patient developed an infection at the lead site and ipg site. The patient was hospitalized. Surgery occurred to explant the system, and the patient was administered IV antibiotics.